Manufacturer narrative:
(B)(4). This report is being submitted late due to delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
During the neurostimulation trial the pt headaches were able to be treated using an amplitude of 2 volts. With the permanent implant, the amplitude had to be turned up to 8 volts to feel stimulation. The device system worked well on the left side. The pt had a follow up surgery to relocate the right side electrode. It was not successful. Afterward the pt was seen by a field representative for reprogramming. It was reported to be both successful and unsuccessful. The pt was debating having another surgery. He was having problems relaxing the right-side neck muscles associated with no stimulation to the target area. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.